Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was able to confirm ¿aspiration/vacuum issues¿, (via event log review), but was unable to replicate the event (while on-site). As a preventive measure the fluidics module was replaced and was returned for testing on this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed loose 3d bracket (and broken 3d support button. Those did not affect the function of the fluidics module and are unrelated to the reported event. The returned sample was installed into a system and tested. The module passed all tests and there was no problem found. The reported event was not replicated. The system was found to have no problem. Therefore, the root cause of the reported ¿aspiration/vacuum issues¿ are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum, aspiration and displayed an advisory message related to pneumatic module. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. During the surgery, the iris had to be repositioned unexpectedly, and the patient experienced an iris defect in the left eye. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the one of two reports received from the same facility. A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum, aspiration and displayed an advisory message related to pneumatic module. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. There was no patient impact. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time. Upon receipt of new information for this event, it was confirmed that the event of iris defect was reported under (B)(4). (Mfg report num) and this iris defect is not pertaining to (B)(4). (Mfg report num (B)(4)). All future information of the event iris defect will be captured and submitted under the report of (B)(4) (mfg report num).

Event description:
A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum, aspiration and displayed an advisory message related to pneumatic module. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. There was no patient impact. This complaint is pertaining the one of two reports received from the same facility.

Event description:
A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum and aspiration. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. During the surgery, the iris had to be repositioned unexpectedly, and the patient experienced an iris defect in the left eye. Additional information has been requested; however, no further information has been received to date. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum, aspiration and displayed an advisory message related to pneumatic module. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. During the surgery, the iris had to be repositioned unexpectedly, and the patient experienced an iris defect in the left eye. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
Additional information provided in sections b.5 and d.10 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.